Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 june 2019, it was reported that a mesher had a damaged cradle after going through wash decontamination. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb was bent and that the cutter was unable to be inserted. Upon further evaluation, it was found that the bottom roller and gear were worn and that the side plates were worn on inside edge. None of the pretests could be performed as a result of the bent comb. It was recommended that the comb, roller, roller gear, shoulder bolts, washers, nuts, and side plates be replaced. At the time of the investigation, it was noted that the customer had declined the repair and the device was to be returned to the customer unrepaired. The device was tested and inspected. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent during decontamination. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 june 2019, it was reported that a mesher had a damaged cradle after going through wash decontamination. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb was bent and that the cutter was unable to be inserted. Upon further evaluation, it was found that the bottom roller and gear were worn and that the side plates were worn on inside edge. None of the pretests could be performed as a result of the bent comb. It was recommended that the comb, roller, roller gear, shoulder bolts, washers, nuts, and side plates be replaced. At the time of the investigation, it was noted that the customer had declined the repair and the device was to be returned to the customer unrepaired. The device was tested and inspected. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent during decontamination. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesher had come through the washer decontaminator with a dented cradle. The issue occurred before surgery. Subsequently, this did not cause patient harm, and there was no delay. The surgery was not completed using an alternate device. No adverse events were reported as a result of this malfunction.